Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple call service 86 alarms on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a cs 086 service alarm. There were multiple cs 088 alarms observed in the black box. The ez-prime steps were performed correctly with no alarms occurring. The original complaint was unable to be duplicated. Unrelated to the original complaint, the pump was opened and there was moisture found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).